Event description:
It was reported that a balloon rupture occurred. The 70% stenosed target lesion was located in the mildly tortuous and mildly calcified arteriovenous fistula. A 4.00mmx1.5cmx140cm small peripheral cutting balloon was selected for use. During the procedure, the operator pre-dilated the target lesion across anastomosis with a 5mm non boston scientific balloon. Then, he exchanged out the non boston scientific balloon and inserted this balloon device to treat the same lesion. However, at first inflation, it was noted that the balloon burst when inflated up to 8atm. The whole system was withdrawn safely and the procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure.